Event description:
The customer reported via phone call that he had a high blood glucose but not hospitalized. Customer's blood glucose was 270 mg/dl. Customer was treated with insulin pump. After the troubleshooting was done, the customer was advised to change entire set, reservoir and insulin and treat. The customer will call back when he is ready to do a set change to do the high pressure test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.